Manufacturer narrative:
Endoleaks are labeled in the IFU. Event eval - still under investigation.

Event description:
A (B)(6) old male pt underwent aaa repair on (B)(6) 2010. The pt's anatomical form was suitable for endovascular repair. On (B)(6) 2011, the pt who in shock due to aneurysm rupture was transported to the medical facility. The physician considered a possible type iii endoleak from junction part of the right iliac leg graft based on a CT taken after the transportation. An add'l iliac leg was placed over the right initial iliac leg to resolve the endoleak. However, confirmatory angiography revealed the endoleak was a distal type I endoleak from left iliac leg. The aneurysm rupture was thought to be caused due to the distal type I endoleak. Left internal iliac artery was coil embolized and an add'l iliac leg was placed into left external iliac artery to resolve the distal type I endoleak. Confirmatory angiography revealed a type iii endoleak from junction part of the initial left iliac leg and the add'l iliac leg. Then another iliac leg was placed. (1820334-2011-00164). Angiography showed all endoleaks were resolved. The pt is fine after the procedure.